Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected during the first ablation and the occlusion was good. The ablation was stopped to reposition the mapping catheter and the mapping catheter could not be moved anymore. It was noted that the mapping catheter was stuck in the balloon. The balloon catheter and mapping catheter were removed from the patient. The mapping catheter was removed with force from the balloon catheter. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 56 inches from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. Functional testing was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported issue of the mapping catheter being stuck in the balloon was confirmed through analysis. The mapping catheter failed the returned product inspection due to a kink/twist on the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.